Event description:
The surgeon attempted to press fit an mcs stem. The #7 stem was 1 1/2 cm proud when inserted and locked solid at 1 cm proud. At this time, the surgeon was also unable to remove the stem. After several minutes, the surgeon successfully removed the stem without compromising the femur. A size 6 stem was inserted and impacted until the collar seated resulting in a stable implant. The patient is doing well.